Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable p-eura srd-rm0026 rev 25 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
It was reported that bd unknown intima had foreign matter. During the period of (B)(6) 2023, the nurse checked the goods, in the operation of the standardization of the premise of no error, found the indwelling needle has an unknown black foreign body in the abnormal situation occurs, timely detection of unused, did not cause harm to the patient, the initial disposition of the situation is to report to the nurse manager.